Event description:
On (B)(6) 2022, the customer alleged her pump in style maxflow breast pump stopped suctioning. The customer alleged she was diagnosed with mastitis and was prescribed an antibiotic.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying there was no milk backup; verifying customer was using dry tubing; verifying customer was using correct kit components; verifying customer was washing and drying parts according to instructions for use manual. Following troubleshooting, the customer stated she has replaced her parts three times and continues to have low suction. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 07/05/2022, the customer indicated that she developed mastitis on (B)(6) 2022 and was prescribed an antibiotic. She indicated that the replacement pump was working without issue and her mastitis was resolved. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 10/3/22. The device was tested with a lab kit and the customer's kit and the issue of no suction was reproduced. Milk residue was found on the motor aggregate (internal motor & pump assembly.) The motor chassis was damaged. After cleaning the motor aggregate cycle readings are in spec. The pump had intermittent power when using the customers transformer. The customers pump powers off when strain relief is moved.